Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screw loosened and the abutment hex is now worn and not fitting.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. No damage to the screw was observed. Abutment and screw functionally tested using a stock certain 5mm implant and stock driver without hindrance. This complaint refers to the specific device being investigated for this complaint record. DHR review was not completed for the iunihg since the lot number was unknown. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening) for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU reviewed documents reviewed: biomet 3i restorative product IFU (p-iis086gr) rev I ¿ 2024/08 information identified: warnings, precautions and potential adverse events, sterility. Per the applicable IFU, under section "precautions", it is stated that improper technique could cause screw loosening. Under section ¿sterility¿ all products sold sterile are single-use before the ¿use by¿ date printed on the product label. Based on the investigation and risk management file review as per rm-00057-haz rev.20, the most likely root cause determined from the investigation was incorrect/insufficient torque applied. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.